Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. The aus was explanted and replaced. A 5.5cm cuff was removed and replaced with a 4.5cm cuff. No further patient complications were reported.